Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. Microscopic and tactile examination revealed a kink in the hypotube, 10 cm from the strain relief. A partial separation at the collar or proximal location was noted. Polytetrafluoroethylene (ptfe) and tip found no irregularities or defects. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 01apr2016 it was reported that a faulty guide catheter was noted. A 145 guidezilla¿ was selected for use. But it was noted that the device was faulty. No patient complications reported. However, device analysis revealed a broken shaft.